Event description:
It was reported that during implant the slitter snapped. One third of the catheter remained inside the delivery system. It was possible to slit the remaining part of the catheter but this resulted in a dislodged lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.